Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the single, undated photo of an x-ray does not aid in the medical investigation of the reported fracture and subsequent revision as it appears the image provided could be post revision. It was communicated that no additional medical/clinical documentation is available. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2021, the patient experienced fracture of greater tuberosity. This adverse event led to a revision surgery performed on (B)(6) 2021 in which an oxinium fem hd 12/14 32mm -3 and a polarstem stem lat.ti/ha 2 non-cem were explanted. The current health status of the patient is unknown.